Event description:
The patient experienced loss of stimulation sensation and changed stimulation location when changing body position. The issue existed since implant. Troubleshooting revealed that the neurostimulation system was fine. Impedances were normal. The implantable neurostimulator was reprogrammed on multiple occasions and the problem had improved a little. A follow up appointment with the hcp had been made. It was reported that lead revision was likely. The patient status was reported as 'fair'. Additional information has been requested. A follow-up will be submitted if additional information becomes available.